Event description:
Pt underwent hysterectomy and salpingo-oophorectomy. Postop on pca morphine sulfate. Found unresponsive req advanced cardiac life support. Given narcan and transferred to ICU for monitoring.